Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion code, indicative of the battery depleting faster than expected. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. According to the field, this s-ICD was kept by the hospital and will not be returned for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.